Event description:
It was reported that a 75-year-old white female patient underwent a watchman left atrial appendage closure procedure. During the procedure, the watchman dilator perforated the left atrium. Cardiac tamponade was seen on the tee. A pericardiocentesis was performed along with a blood transfusion. The patient expired on the table before they could be transferred to cardiothoracic surgery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).